Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a maverick 2 balloon catheter. Contrast was visible in the lumen and the balloon was tightly folded. The balloon was inflated to the required nominal pressure (6atm) to measure the distal and proximal edges of the markerbands to balloon cone transitions. The locations of the markerbands with respect to distal or proximal balloon body/cone transition and markerband to markerband distance are all within specifications. A thorough inspection of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the radiopaque (ro) marker bands were not visible. The target lesion was located in the left anterior descending coronary artery. A 2.5x12mm maverick2 monorail balloon catheter was selected and advanced but it was unable to cross the lesion. It was also noted that the markerbands were not visible under fluoroscopy. Outside the patient, the markerbands were visible. The procedure was completed with another device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Lot number 14181878 and catalog/model number 38928-1225 were submitted on the initial emdr on (B)(4) 2011. The following product analysis was submitted via emdr on (B)(4) 2011. The received product consisted of a maverick2 balloon catheter. Contrast was visible in the lumen and the balloon was tightly folded. The balloon was inflated to the required nominal pressure (6atm) to measure the distal and proximal edges of the marker bands to balloon cone transitions. The locations of the marker bands with respect to distal or proximal balloon body/cone transition and marker band to marker band distance are all within specifications. A thorough inspection of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be operational context as device performance was limited due to anatomical/procedural factors. The failure modes and effects analysis (fmea) documentation for this device were reviewed. Additional information was requested from the user facility, but was unable to be obtained. A trend analysis covering a two-year period ((B)(4), 2009 to (B)(4), 2011) for similar reported issues combined with the product family was performed for maverick2 ro marker band not visible under fluoroscopy issues. The analysis displayed only the referenced complaint 2134265-2011-01635 / (B)(4) related to this issue. This complaint was not associated with an adverse trend. Device characteristics that influence marker band visibility include material composition, dimensional properties and placement on the device. Therefore the methodology used to determine the radiopacity of the ro marker bands consists of a review of the device history record (DHR), which includes a review of the marker band material conformance and dimensional specification compliance certification from the vendor. Review found the marker band material and dimensional specifications for the lot associated with this complaint acceptable. Additionally, visual analysis of the returned device found that the marker bands were present and positioned within specification on the device. A thorough inspection of the device revealed no damage or irregularities. Review of the manufacturing batch records confirmed that the device met specifications. Likewise, there have been no similar complaints reported for the manufacturing batch. As a result the reported issue could not be confirmed. The user facility indicated that the marker bands could not be seen under fluoroscopy; however, the facility confirmed that the marker bands were seen when the device was outside of the patient. Because product analysis found no evidence of any device specification non-conformance, the most probable factors were due to anatomical/procedural issues such as the quality of fluoroscopy subtraction software used by the user facility, fluoroscope location relative to the patient, monitor output quality (resolution), patient age, patient body mass index (bmi), and/or presence of patient soft tissue and/or bone located between the x-ray source and detection software. The length of fluoroscopy time and radiation dose to the patient was unable to be determined, however it has been confirmed that there were no patient symptoms as a result of this event. The facility reiterated that this device was unable to cross the lesion and the device was able to be exchanged without any issues to complete the procedure. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the radiopaque (ro) marker bands were not visible. The target lesion was located in the left anterior descending coronary artery. A 2.5x12mm maverick2 monorail balloon catheter was selected and advanced but it was unable to cross the lesion. It was also noted that the markerbands were not visible under fluoroscopy. Outside the patient, the markerbands were visible. The procedure was completed with another device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the radiopaque (ro) marker bands were not visible. The target lesion was located in the left anterior descending coronary artery. A 2.5x12mm maverick2 monorail balloon catheter was selected and advanced but it was unable to cross the lesion. It was also noted that the markerbands were not visible under fluoroscopy. Outside the patient, the markerbands were visible. The procedure was completed with another device. No patient complications were reported and the patient's status is ok.